Event description:
It was reported that customer experienced high blood glucose (bg) level of 378 mg/dl and high life-threatening ketones while using pump and supplies for insulin therapy. The customer was taken to the emergency room by paramedics. Subsequently the customer was hospitalized and admitted to a high dependency or intensive care unit (ICU). There was no injury or permanent damage reported. Prior to being admitted to the ICU paramedics attempted to treat the customer. The medication given to the customer by the paramedic was unknown. While the customer was in the ICU, they were treated with intravenous fluids and insulin, which resolved the issue. The cause of the high bg was unknown. Technical support completed a pump system check and confirmed that pump functioned as intended with no issues identified. The customer was released from the hospital on (B)(6) 2026 with the reported issue resolved.